Event description:
It was reported during the procedure on (B)(6) 2022 the aiming device was damaged. During the case the outer sleeve and drill sleeve wont engage. It was noted the aiming device was damaging the drill guides. The procedure was completed with no surgical delay using another instrument tray. No patient harm. During manufacturer's investigation of the returned device it was identified the device is bent. This report is for outer sleeve for insertion guide. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. The product was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that outersleeve 6/5 f/philos aim dev was bent from the portion of the hollow shaft with the slots. A dimensional inspection for the outersleeve 6/5 f/philos aim dev was not performed as is not applicable to the complaint condition. A functional test was unable to be performed since the mating device was not returned. The complaint condition was not able to be replicated. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the outersleeve 6/5 f/philos aim dev would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record (DHR) review: part number: 03.122.053. Lot number: 669p126. Manufacturing site: haegendorf release to warehouse. Date: 04.04.2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.